Event description:
It is reported the patient was revised due to infection.

Manufacturer narrative:
Info was received via published literature. Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional info; however, no info has been received to date. Sterilized implants manufactured or distributed by zimmer are sterilized and packaged with a sterility assurance level in accordance with FDA regulations and iso standards applicable at the time of manufacture. It is unk if the specified devices caused or contributed to patient infection. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.